Event description:
It was reported that the device will keep rebooting and never give the "connect electrodes" prompt. There was no patient involvement reported with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the battery assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced battery assembly and observed that one cell drops to <1.5 volts and decreases while under load. Also, the pcb has contamination in serveral locations on the board.